Event description:
It was reported that while it was connected to a patient the external pulse generator powered off. A backup device was prepared and used with the patient. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis was unable to confirm the failure, no anomalies were found.